Event description:
(B) (4)

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Further information received indicates the device was functioning at the time of explant. Therefore the conclusion has been updated to reflect this. Evaluation summary: (B) (4) device analysis revealed lifted output bondwires. Automatic lead diagnostic data was suspended 23 mar 07, due to elective replacement indicators. No data was originally available as to the condition of the output at explant. The device had telemetry upon receipt by the manufacturer, indicating that the wire lifts occurred during or after the explant procedure. Analysis findings revealed the device reached normal battery depletion.